Manufacturer narrative:
Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that prior to use it was discovered that the plunger was loose with a bd syringe solomed 3ml ll w/shld. The following information was provided by the initial reporter, translated from portuguese to english: when opening the package the professional found the plunger loose.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the plunger was loose with a bd syringe solomed 3ml ll w/shld. The following information was provided by the initial reporter, translated from portuguese to english: when opening the package the professional found the plunger loose.